Manufacturer narrative:
(B)(4). The device was not received for analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 8mm emerge¿ balloon catheter was advanced for dilation. However, the device had kinked and was therefore removed. The physician tried to pinch the device back into shape but the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.